Manufacturer narrative:
(B)(4). Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08705 inches. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or hardware low level failure in the formatted history noted during testing. However, pump was received with a loud motor noise during rewind due to faulty motor. The motor was tested outside of the device and passed.

Event description:
Information received by medtronic indicated that insulin pump had issue when customer given a bolus they did hear grinding noise. No harm requiring medical intervention was reported. The customer was declined to troubleshooting. Customer did a self test and test was passed. The device will be returned for analysis.